Event description:
On (B)(6) 2013, the patient contacted animas, alleging that after exposure to x-ray at the airport the display was dim and unable to view. Patient reported that there was no trauma and no moisture exposure to the pump. Issue was not resolved by contrast reset. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/15/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 01/30/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a blank display screen. When the pump casing was opened, it was observed that the display screen was cracked. Due to the cracked display screen, evaluation was unable to complete the pump performance testing. The damaged display screen was replaced with a new test screen and the test screen functioned properly. Unrelated to the display issue, it was observed that the battery compartment was cracked. The returned battery cap was able to tighten properly onto the pump and no power loss was observed. There was no evidence of moisture damage within the battery compartment.